Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter healthcare regarding the clearlink secondary medication set which would not administer. The nurse changed the IV pump, primary and secondary tubing. The secondary medication did not infuse. The blue clamp was applied and then the pump alarmed "upstream occlusion." The nurse attempted to run secondary medication via gravity, but the medication still did not infuse. Primary fluids did flow via gravity. The secondary IV tubing was changed again and the unknown medication infused. There was no patient injury or medical intervention reported. No additional information is available.